Event description:
Customer reported having blood glucose over 300 mg/dl for the last three days. She has had issues with air bubbles in her reservoir. She stated she changed her reservoir last night and it seemed to resolve the issue. Customer stated her blood glucose was 407 mg/dl. It was discovered that customer was still using the reservoir with air bubbles. There was one large air bubble. Customer was advised to change out the reservoir. She confirmed that she was high due to the air bubbles. Customer also stated yesterday her blood glucose was 51 mg/dl. Customer is a brittle diabetic. She has had low blood glucose a few times and has fallen a few times, causing some bumps on her head. She also mentioned that she was in a car accident due to low blood glucose. Customer declined troubleshooting for low blood glucose because she does not have them frequently. No other details about low blood glucose were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)